Event description:
It was reported that a patient underwent a procedure on (B)(6) 2012 to repair a wound dehiscence of a pelvic health repair procedure. Suture was used as a type of bolster suture. The suture appears to be failing. The surgeon plans to return the patient to the operating room and repair the patient with nylon permanent suture and remove it fourteen days later in the office.

Manufacturer narrative:
(B)(4). Wound dehiscence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-00449 and 2210968-2012-00450. The same patient is represented in each medwatch.